Manufacturer narrative:
(B)(4): evaluation results - (myocardial infarction).

Event description:
One lesion was treated during the index procedure; one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal circumflex. On the same day, the patient suffered a myocardial infarction (mi). The mi was related to the target vessel. The investigator indicated that the reported event was related to the study device.